Event description:
Hospital advised that the pump alarmed and displayed error code 887 and stopped infusing. All four channels were in operation at the time. The pump was set up to infuse tpn and "other critical drugs". There was no patient consequence.